Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use for a diagnostic procedure. A philips service engineer inspected the system onsite and identified that the wifi indicator of the wireless footswitch was red, indicating that there was a connectivity issue. The wireless footswitch has been replaced. Philips has confirmed that the loss of connection is caused by a firmware bug. Due to the firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm to the patient has been reported to philips. The procedure was completed by using a wired footswitch. Philips has started an investigation of this complaint.